Event description:
The patient received two leads with the same lot number. It was reported the patient had lost stimulation coverage. The sjm representative met with the patient for reprogramming and determined one lead had all invalid impedances. Reprogramming was able to provide coverage, but the right side was receiving higher stimulation than the left. An x-ray determined the lead had migrated, and the impedances were still invalid. It was reported the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.